Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The chassis framework lock was recommended for replacement.

Event description:
The hospital reported the unit leaked and both mechanical ventilation and manual were not functioning as a result, found during preuse checkout. There was no report of patient involvement.